Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. Analysis indicated that the right ventricular defibrillation coil developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to the emergency room (ER) due to a lead integrity alert (lia) of the right ventricular (rv) lead. The lead had high impedance spikes in the high voltage coils. The lead was suspect of a fracture. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.